Manufacturer narrative:
Corrected: d6b. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and device information.

Event description:
It was reported patient had high impedances on both leads. To address the issue, patient underwent surgical intervention wherein the entire system was explanted and replaced. However, it is unknown if there was any issue with the ipg at this time. Therapy was restored post-op.